Event description:
Coiling treatment of an aneurysm. It was reported that the coil could not be detached and was removed. During deployment of the second coil, the aneurysm ruptured. Six hours post procedure, it was reported the pt had a severe deterioration of the conscience and had later recovered the conscience state.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back (this is an alternate method of detachment stated in the IFU).